Event description:
Info received indicate the brake caster is not holding.

Manufacturer narrative:
The technician found the brake casters were out of adjustment. The technician adjusted the casters to repair the bed.